Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's daughter reported via phone call that the customer experienced hyperglycemia. The customer¿s blood glucose level was 475 mg/dl. The customer's another blood glucose level was 150 mg/dl - 250 mg/dl. Customer's daughter declined troubleshooting for high blood glucose. The customer was treated with insulin bolus for the high blood glucose. The device will not be returned for analysis.